Event description:
Caller alleged discrepant inratio inr results. The time between testing was fifteen (15) minutes. Reportedly, milking finger after finger stick, unable to obtain sufficient blood sample and sample not applied immediately. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.